Manufacturer narrative:
The results of the investigation concluded that the device did not meet specifications during a shaft leak and irrigation leak. Saline was observed to be leaking from the handle due to inadequate bonding at the irrigation tubing. As a result of this finding, abbott is performing further investigation. An adhesive failure was also noted between the distal tip and the shaft. A corrective action was implemented to prevent similar events. Both issues are consistent with fluid ingress and a loss of force data during the procedure.

Event description:
During the procedure, the catheter lost contact force after manipulation. Another catheter was used to complete the procedure with no adverse consequences for the patient. Based on the analysis of the returned device, a leak was noted.